Manufacturer narrative:
(B)(4). Additional information will be provided upon conclusions of the manufacturer's investigation.

Event description:
Arjo was informed about an incident with involvement of maxi move lift. It was reported that the resident had slipped out of the lift's sling and sustained an injury, which according to the customer facility representative was not serious.

Manufacturer narrative:
On 2018-jun-20, arjo has become of the event involving maxi move passive floor lift and sling, which occurred in chartwell pine grove long term care and retirement residence located in (B)(4), canada. The customer facility asked an arjo representative to evaluate the lift operational functions and mentioned that there was an event - the resident has slipped out of the lift resulting in no serious injury. Arjo representative was informed that there was no lift malfunction and the incident was solely a result of caregiver error. The facility was not open to sharing any of the details. Maxi move lift was inspected by arjo representative and was found to be in excellent visual conditional and good working condition, there was no failure found. The customer did not reveal information regarding sling involved. When reviewing similar reportable events, we have found a number of cases with similar fault description (slip out of sling). Based on product knowledge and review of previous complaints, there is no possibility of a person to slide out of the sling during on-label use of the device. There are few factors identified that could contribute to a person sliding out from the sling, as following: 1. A sling being used that is of a very inappropriate size (several sizes off). 2. An obvious wrong application of the sling (e.g.: sling used upside down, wrong type of the sling used, wrong position of the resident/patient arms). 3. A sling loop detaching or not being attached to the lift device before starting the transfer. 4. A sling being used with no plastic support stays/stiffeners inside the head section of the sling, and the person being positioned into the most horizontal position. Taking into account lack of information received, we cannot point out any of the listed above factors as an exact cause of the patient slid out of sling. The maxi move instructions for use (IFU, 001.25060 rev. 12, dec 2015) shows the proper transfer procedure in steps and clearly states that every caregiver must be trained and familiarized with the device. It means that caregivers should understand the operation of the lift and the transferring procedure. The IFU indicates: "information in the manual is crucial to the proper operation and maintenance of the equipment, and will help protect your product and ensure that the equipment performs to your satisfaction. Some of the information in this booklet is important for your safety and must be read and understood to help prevent possible injury." It also warns: "before using the maxi move, a clinical assessment of the patient's suitability for transfer must be carried out by a qualified health professional." Due to limited of information received, we are not able to establish the exact root cause of the event. Based on product knowledge and review of similar situations that took place in the past revealed that the resident's slip out of sling failure occurred when a user did not follow correct transfer procedure as presented in the device labeling. The customer admitted that the event was solely a result of caregiver error. To conclude, arjo maxi move passive lift played a role in the complaint issue when the event occurred as it was used for resident's transfer. As a consequence, the patient slipped out of sling sustaining minor injury. There was no technical malfunction with the lift which might have contributed to the event. We report this event to competent authorities due to potential for serious injury upon reoccurrence in case of patient fall.